Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the abscess that required surgical intervention cannot be ruled out. Abscess is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). The death was unrelated to optune gio therapy and related to the underlying disease. Death is an expected event in patients with glioblastoma due to the natural history of the disease. The prognosis of glioblastoma is poor with median survival of 14.6 months and 5-year survival of 0.05% to 4.7% (neuro-oncology 16:7, 896-913, 2014).

Event description:
A 67-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that the patient presented with persistent skin redness and a possible abscess at neurosurgery on (B)(6) 2025. The suspected abscess in the right frontal scalp area was surgically opened, and the patient was prescribed unspecified antibiotic therapy along with topical iodine treatment for one week. Redness was also observed on the back of the patient's head. Optune gio therapy was discontinued. The prescribing physician was contacted for further details but did not provide additional information regarding the event. On (B)(6) 2025, novocure was notified that the patient died on (B)(6) 2025.